Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a stuck button alarm on the insulin pump. Customer's blood glucose was 156 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. The alarm happened during use and a replacement will be sent. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Insulin pump received no button response due to connector on electrical board was unlock during visual inspection. Unable to verify stuck button alarm due to no button response.